Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report an issue testing with the one touch ultra 2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient had difficulty testing his blood glucose level with the reported meter; he did not obtain a reading. The patient took no actions due to the meter issue. At an unspecified time after the use of the meter, the patient experienced the symptoms of "vision", lightheadedness and sweating. The patient administered self-treatment with rest; he did not seek any medical attention. Troubleshooting revealed the patient was attempting to test his blood glucose level while the meter was in the setup mode. The issue was resolved with patient education. The patient's testing technique was incorrect by attempting to test while in the setup mode of the reported meter. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to obtain a blood glucose reading using the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.